Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of a defective attachment was confirmed as the distal bear ing of the attachment was found detached. The most likely cause of the failure was worn bearings. It was also noted that the dial ring was stuck and the laser markings on the attachment were faded. B3: notified date was considered as the date of event, as the event date was unavailable. G3: date of analysis performed used as the aware date because the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was defective. There was no patient impact at the time of the report. Additional information was received stating that a detached bearing was found during evaluation of the device.